Manufacturer narrative:
Additional information: a2, b5, b6, b7, d4 all, d8, g4 510k, h4, h7, & h9. Pending investigation.

Event description:
Additional information via legal department - revision surgery bilateral, (B)(6) 2022. Bilateral polyethylene liner exchange, only. There was extensive thickened synovium and effusion consistent with reaction to polyethylene particulate debris. Complete synovectomy was carried out. All components were well fixed. There is no osteolysis on imaging studies. On the right knee the polyethylene insert was upsized. The valgus and varus stability in flexion and extension. Compressive dressing was applied. Hospital care: admitted (B)(6) 2022 and discharged (B)(6) 2022. There is no additional information.

Manufacturer narrative:
Additional information - d10. Concomitants -truliant logic femoral component posterior stabilized (02-020-11-0335, (B)(6)), truliant fit tibial tray (02-022-45-3525, (B)(6)), optetrak 3 peg patella (200-02-32, (B)(6)) simplex p bone cement.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported by the legal brief, on (B)(6) 2019, patient underwent total knee replacement surgery on her right knee, in which the truliant was implanted. In the years following the surgeries, patient experienced pain, swelling, instability, and bone loss in both knees caused by early and accelerated polyethylene wear and component loosening. Ultimately, on (B)(6) 2022, patient underwent extensive revision surgeries on her right knee.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.